Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain and shortness of breath. Undersensing was noted on both the right atrial (ra) and right ventricular (rv)  leads respectively. A slight decline in r wave trend was also observed on the rv lead. Both pacing leads remain in use. No further patient complications have been reported as a result of this event.